Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the slide/fixed hammer 400 grams (part # 03.010.058/ lot # 4981778) was received at us cq. There was no evidence of a device breakage as the hammer was received intact. There was a hairline crack at the handle. The crack started at the distal portion of the handle and reached the dowel pin. There were light surface scratches along the shaft of the device. The hammer head had nicks that were consistent with hammer blows. Since there was no device breakage the overall complaint was not confirmed. Device failure/defect identified? Yes; handle is cracked, head and shaft show signs of wear. Dimensional inspection: dimensional inspection was not performed as there was no evidence of device breakage and the overall complaint was not confirmed. Conclusion: the overall complaint was not confirmed for the received slide/fixed hammer 400 grams (part # 03.010.058/ lot # 4981778) as there was no evidence of device breakage. There is a hairline crack along the handle of the device however this not a breakage as the device remained intact. Although no definitive root-cause can be determined, it is possible that the device experienced unintended forces leading to the cracked handle. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.010.058. Synthes lot #.4981778. Supplier lot # na. Release to warehouse date: sep 19, 2005. Manufactured by synthes brandywine. No ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that a slide/fixed hammer was found to be broken. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).